Event description:
It was reported that the rv lead was explanted after a patient alert showed high rv lead impedance. Visible insulation damage was noted at explant. No patient complications were reported as a result of this event.